Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a blurry image. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported event occurred due to corrosion on plug unit and damage on charged coupled device unit, the focus is not changed to far point. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.